Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4).

Event description:
Note: this manufacturer report pertains to first of three flexiva 200 tractip laser fibers that were used in the same procedure. It was reported to boston scientific corporation on january 17, 2019 that a flexiva 200 tractip laser fiber was used during a laser ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke and misfired during use when a hand brushed against it. A second and third flexiva 200 tractip laser fiber were used and the same issue occurred. Reportedly, the technician was burned (zapped) by the first fiber and a bandage with ointment was used to treat the injury. There were no fiber fragments that fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.